Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported that patient underwent a revision surgery where all components were removed due to dislocation and infection.